Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had unstable and high thresholds. A chest x-ray revealed that the lead was dislodged. The rv lead was repositioned and remains in use. It was also reported that during the procedure, the right atrial (ra) lead had been disconnected from the device while the rv lead was being repositioned. When the ra lead was reconnected, there was no sensing, low impedance, and some oversensing. The ra lead was connected to the analyzer and had frequent oversensing but normal impedances. The ra lead was reconnected to the device and the device was programmed to a single chamber vvi mode. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.